Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 333 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed button error on (B)(6) 2017, and compromised force sensor system on (B)(6) 2017. Customer also reported that the insulin pump drive support cap was sticking out. Customer reported to have experienced a high blood glucose of 333 mg/dl due to infusion set detachment. Customer stated that she will revert to her back-up plan. No troubleshooting was performed due to customer hung up the phone. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Motor error alarm during the basic occlusion test due to cracked end cap. Unable to confirm compromised force sensor system alarm due to motor error alarm. Drive support cap was inspected and no anomaly was noted. Device passed displacement test and self test.